Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient expired while on the cycler after finishing treatment. The patient experienced a heart attack while connected to the cycler. Follow-up was made with the pdrn, who stated the patient passed away on (B)(6) 2016 and he completed his treatment but had not yet disconnected from the cycler. Per pdrn the patient was still connected to the machine when he had a heart attack and passed away at home. The pdrn was not aware regarding the cause of death as the patients family informed her that the patient died of a heart attack. Per pdrn no autopsy was performed, and the patient had long standing history of cardiac disorders even before he started dialysis. Per pdrn the patient began dialysis in (B)(6) of 2016. The pdrn also confirmed the patient visited the clinic the pervious day and had no problems and the patient did not have fluid overload. Medical records were requested.

Manufacturer narrative:
Although a temporal relationship between the patient¿s expiration and the liberty cycler exists, there is no documentation supporting a causal relationship between the liberty cycler and the patient¿s expiration. Additionally, there has been no allegation of device malfunction. Accordingly, the patient¿s family reported to the pdrn that the patient had a heart attack. The patient has a history of cardiac disorders, although specifics were not conveyed. There is a likely association between the patient's co-morbid cardiac condition and the expiration of the patient. No autopsy was performed, and no certificate of death or esrd death notification was received.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported by a peritoneal dialysis (pd) registered nurse (rn) that the peritoneal dialysis patient expired immediately following his ccpd treatment on (B)(6) 2016. The pdrn reported that the patient had completed ccpd treatment on (B)(6) 2016 but had not disconnected from the cycler when he expired. There are no reports of any machine alarms or malfunctions. The patient's family informed the pdrn that the patient died of a heart attack. According to the pd rn this patient had a long standing history of cardiac disorders (specific not reported) prior to starting pd therapy, which began in (B)(6) of 2016. Additionally, the pdrn reported the patient had visited the clinic the previous day and had no problems and did not have fluid overload.